Manufacturer narrative:
Elevated heart rate and atrial fibrillation were reported by the patient. No device malfunction was alleged, and the device will not be returned for evaluation. The device instructions for use outline contraindications that require individualized clinical assessment and physician judgment prior to prescribing the therapy.

Event description:
The patient reported noticing an elevated heart rate after using the smartvest device. She stated her typical resting heart rate ranges from 60-80 bpm and that she observed readings of 118-133 bpm at rest. She did not report chest pain, shortness of breath, or additional symptoms. Per the patient's daughter, the cardiologist was not concerned with continued smartvest use as long as the patient's heart rate returned toward her usual baseline. The electromed respiratory therapist advised temporarily reducing therapy settings to allow the patient to acclimate. The patient later followed up with her cardiologist on (B)(6) 2025 and was noted to be experiencing atrial fibrillation/atrial flutter with low blood pressure. An EKG recorded a heart rate of approximately 130 bpm. Electromed was unable to obtain further clinical information to determine whether the reported cardiac findings were related to smartvest use.